Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during a routine follow up, it was noted that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in (B)(6) 2014. The patient was scheduled for a device replacement later in (B)(6) but it was rescheduled. At the end of (B)(6) 2014, this patient experienced a ventricular arrhythmia where both anti-tachycardia pacing (atp) and shocks were delivered appropriately and the arrhythmia was converted. Subsequently, the patient died that day. No other episodes were recorded on the day of the patient¿s death. A memory download had been performed on the device and was submitted to boston scientific technical services (ts) for analysis. All lead measurements were in range and stable. The episode recorded on the day of the patient¿s death showed a ventricular tachycardia (vt) that was sensed and atp was appropriately delivered. The atp converted the arrhythmia for six beats and then the patient went into ventricular fibrillation (vf). The ICD appropriately sensed the rhythm and delivered shock therapy which converted the arrhythmia, but then the rhythm went back into a polymorphic vf which was undersensed for 1 to 2 seconds due to the morphology. The device though was able to sense the vf and deliver shock therapy which again converted the arrhythmia and the episode ended. In addition, it was also noted that one day after the patient died, the ICD reached end of life (eol) due to extended charge times. The time between eri and eol was shorter than expected and what is communicated in labeling. The ICD was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4). As of today, this device has not been returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.